Event description:
The manufacturer received information alleging device will not turn on/device not functioning, difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device will not turn on/device not functioning, difficulty breathing/short of breathe related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on jul 23, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging device will not turn on and complains of difficulty breathing/shortness of breath. The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacture initiated therapy with the device and verified airflow, using a known good manufacturer supplied power supply and ac power cord. No problems were observed by manufacturer while initiating therapy and verifying airflow. Manufacturer observed the following from an external and internal inspection: device had no air filter,dirt-like contamination on ui panel,dust-like contamination on and in the blower box,light dust-like contamination on top of the blower motor,dust-like contamination on the air inlet of the blower box. Manufacturer used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that there is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device.manufacturer was not able to confirm the complaint or address the symptoms specified. In this report, sections d9, g3, h3, and h6 have been updated or corrected.